Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe esu. The system was tested and verified as ready for use. Isi has not received the erbe esu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the esu was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, bipolar energy on the erbe electrosurgical unit (esu) was not firing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 1-mar-2022 and 7-mar-2022 and obtained the following additional information: the issue was identified during the procedure. The procedure was completed with another electrosurgical unit with 10 minutes delay. Due to its privacy policy the hospital does not provide patient demographics nor any relevant tests and patient history.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Device evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the erbe esu involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit energized and cauterized and all ports recognized instruments. There was no problem detected.